Manufacturer narrative:
The device was returned for analysis. The reported ¿fractured footplate¿ was confirmed as a dislocated foot. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after an interventional neuro percutaneous procedure. Reportedly, while opening the foot plate it fractured. There was no foot separation from the device. The device was easily removed. An angiography was done to ensure no foreign body was in the anatomy. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.